Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. During scope cleaning, the hedgehog brush head broke and became lodged in the scope. Reportedly, the detached brush was retrieved from the scope during manual processing. There was no patient involvement in the event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured. Block h11: the returned hedgehog double-end brush was analyzed. Visual inspection noted a small kink with the catheter. During product analysis, it was noted that the brush had a clean break, and no material defects or deformation was noted at the area where the device separated. The location of the break is near the base of the green handle. An investigation to address this problem is in progress. With all the available information boston scientific concludes that the reported event was confirmed. Based on all gathered information, as investigation findings do not lead to a clear conclusion about the cause of the reported event, the probable cause of the reported event could not be determined.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. During scope cleaning, the hedgehog brush head broke and became lodged in the scope. Reportedly, the detached brush was retrieved from the scope during manual processing. There was no patient involvement in the event.